Event description:
It was reported via scientific literature that there was a high incidence of interference with telemetry programmer communication when dmps (digital music players) were placed directly against the patient. Among patients with interference 26 had medtronic devices. One patient complained of mild tingling and burning at the pacemaker site throughout the process. The recordings did not show interference with the pacemaker and the sensation remained present when the dmps were moved away. It seemed to be related to the programmer head being placed on the patient's chest, not to the presence of dmps. It was not clear what model of device this patient had. Also observed were abnormal electronic signals in the atrial and ventricular recording channels, abnormal assignment of the marker channel or loss of marker assignment, and loss of communication between the pacemaker/ICD and the device programmer.

Manufacturer narrative:
Follow-up was attempted to gather further details. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. This MDR represents 26 patients with currently unknown models. Webster, "digital music players cause interference with interrogation telemetry for pacemakers and implantable cardioverter-defibrillators without affecting device function", heart rhythm; 2008:5:545-550.